Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg level was not provided and the cause was not known. Customer consumed carbohydrates to address bg. Paramedics were also called and administered glucagon injections to the customer. The customer neglected to go to the hospital. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.